Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. The cause of the issue was found to be the lcd display. The lcd display was replaced as well as the main board due to the lcd hardware compatibility. The dso sensor assembly was also replaced due to a delaminated dso seal. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the led display screen was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.